Event description:
It was reported that the atrial lead dislodged at some point after implant. An attempt was made to reposition the lead but was unsuccessful. The lead was explanted and was not replaced to venous occlusion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4196-88, lead, implanted: (B)(6) 2010. (B)(4).